Manufacturer narrative:
Initial and final MDR 1892716 - device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set patch leakage events on (B)(6) 2024. The sets were used for 2 days. Blood glucose levels were 188, 200, 222, 147 and 277 mg/dl for each event respectively. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.